Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-mar-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had explosive diarrhea since implant. This started immediately after implant. The patient had been taking antibiotics early on, but they have since stopped. The patient said having the stim on made it worse. She was told to leave it off until she was seen by a doctor. The provider told her to go to the emergency room. She thinks she should be tested for c. Diff. She was also told to stop taking her antibiotics. The issue was said to be resolved.